Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The clip delivery system has been received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed as a bend in the clip delivery system (cds) shaft was observed. A bent shaft has the potential to cause or contribute to patient injury while in the left ventricle. It was reported that during a mitraclip procedure, one clip was successfully implanted. A second cds 40815u2/08 was advanced to the left ventricle and as the device was being maneuvered, a bend in the shaft was seen on fluoroscopy. The clip was observed to be moving in an unexpected direction. The cds was removed from the anatomy. Another cds was used and the clip was successfully implanted. The mixed mitral regurgitation grade was reduced from 3 to less than one. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported bending of the dc shaft was confirmed via returned device analysis. The difficulty positioning the clip over the valve could not be replicated in a testing environment, and was likely a symptom of the dc shaft bend. A review of the lot history record identified no manufacturing nonconformities issued to this lot. Based on the analysis findings, the bending / curving of the dc shaft appears to be related to the significant bend identified in the actuator mandrel. Although the reported difficult to position could not be replicated in a testing environment, the bend in the mandrel and thus dc shaft likely resulted in the difficulty positioning the clip over the mitral valve. Potential causes for dc shaft bends, resulting in difficulty positioning the device can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended/excessive curves on the device) or manufacturing anomalies. With respect to the patient conditions and procedural conditions / user technique, dc shaft bends may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), excessive curves applied by the user or unintended curves on the device, resulting in increased tension on the system and / or damage to the internal components. Based on the information reviewed, it is possible that there were procedural interactions (e.g. Due to the patient anatomy and / or unintended curves on the system) which resulted in increased tension on the device, such that the mandrel became bent and subsequently caused the dc shaft to bend / difficult to position; however, this cannot be confirmed. Based on the information reviewed, no product deficiency was identified.